Manufacturer narrative:
Additional information the event occurred during the unspecified date of december 2019 (also reported as "more than a week ago"). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the regulator of an unspecified quantity of clearlink system extension sets broke apart, which lead to a leak. The leak was further reported that the control-a-flo regulator would come apart during the patient infusions, and the solutions would leak out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.